Manufacturer narrative:
No device was returned and no photographs provided. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any holes, leaks, or weak spots in the device if it had existed at the time of manufacture. Without an evaluation of the complained devices a root cause cannot be determined. The instructions for use (IFU) contains the following precautions: do not use sharp instruments near the extension lines or tubing. Do not use scissors to remove dressing. Catheter will be damaged if clamps other than what is provided with this kit are used. Clamping the catheter repeatedly in the same location will weaken tubing. Avoid clamping near the luers and hub of the catheter. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Upon placing the patient back on a new crrt circuit, bedside staff noticed that the external portion of the catheter was oozing blood. A hole was identified. The hole was proximal to the patient, away from any connection points or clamps. Crrt treatment was stopped, line was clamped, and patient was taken to ir for line exchange. Two days later crrt alarmed for low access pressures. Bedside nurse removed patient from circuit to assess line. When she tried flushing the line, she noticed oozing coming from the external portion of the catheter. The hole was proximal to the patient, away from any connection points or clamps. She placed a tegaderm over the hole and clamped the line. Patient taken to ir for line exchange. Both devices are from the same lot.